Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected varying right ventricular (rv) lead impedance measurements with some measurements being greater than 2,000 ohms. There was some noise observed in one episode. The noise was very short and small in amplitude. The noise was not marked by the device. There was also some noise on the shock channel and is suspected to be pectoral muscle noise. All other lead numbers are trending normal and the device is operating as expected. The patient was brought into the clinic for testing. Attempts to recreate noise or changes in impedances were unsuccessful. Boston scientific technical services (ts) suspects that the intermittent high rv impedances are not due to a lead issue but rather the spring contact which can have very subtle high impedances that only the low amplitude diagnostics like an impedance test can be sensitive enough to detect. Ts recommends to continue to monitor the patient. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.